Event description:
During a total gastrectomy procedure, the surgeon could not remove the instrument after firing. The staples did not fire properly and the anastomosis was incomplete. The surgeon resected the site and applied another device. The hosp has reported that the pt's status is satisfactory.